Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This record will be updated when the evaluation is complete.

Event description:
It was reported that the handpiece was getting hot. It is unk if there was pt involvement or adverse consequences. The investigation is ongoing. This record will be updated when the investigation is complete.